Event description:
Biopsy gun was advanced through guide needle and deployed. It was somewhat difficult to remove. On second deployment the gun was very difficult to remove and the guide needle advanced with the deployment of the gun. Reason for use: retroperitoneal lymph node biopsy.